Event description:
It was reported that the device was explanted because the patient ¿fell after the first one.¿ it was later reported that the patient fell ¿about four weeks after the implant was placed and then it didn¿t seem to be working.¿ it was noted that an x-ray was taken and it was determined that the leads had disconnected on the right side. It was noted that the patient was ¿doing well now with rods in her back¿ at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).